Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported internal failure errors which was not reproduced as a system error 345. A review of the event history log identified system error 345. The reported condition was verified. The cause was determined to be the out of calibration downstream and upstream thermistor. The upstream sensor and downstream sensor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had internal failure errors during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.